Event description:
Trouble walking [gait disturbance]. Fluid came back [joint effusion]. Burning in knee [burning sensation]. Slight pain relief in right knee [device ineffective]. Case description: spontaneous report was received (B)(4) 2012 regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous use of synvisc and cortisone injections, heart problems, difficulty with anesthesia and allergy to tramadol (causes skin to bleed, become dry and swollen). On an unspecified date, in (B)(6)2012, the pt initiated treatment with synvisc-one (hylan g-f20) injection at a dose of 6 ml, once in the right knee. The lot number of synvisc-one was not provided. In (B)(6) 2012, the pt experienced burning in knee upon ambulation and slight pain relief was observed in right knee. No action was taken with synvisc one treatment. The outcome for the both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. Follow up info was received on 06/18/2012 regarding the events and treatment drugs which upgraded the case to serious. On an unspecified date in 2012, the pt developed joint effusion and had trouble walking. The pt received treatment with kenalog for trouble walking and joint effusion. The outcome for the events of joint effusion and trouble walking and was not provided. The intensity for the events of joint effusion and trouble walking was not provided.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.